Event description:
Three hours into the treatment, the patient began to complain of pain in the right, upper abdominal quadrant. The patient's blood pressure elevated and the patient became diaphoretic and agitated. Emergency response was called and the patient transferred to the hospital via ambulance. Blood work in the hospital confirmed hemolysis. The patient had since recovered.